Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative replaced the drive manifold assembly (part #0104-00-0018). The iabp was tested to factory specifications. It functioned normally and was released to the customer. The drive manifold assembly replaced was returned to the manufacturing facility at (B)(4) and is under evaluation analysis. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).

Event description:
The customer reported that during a routine check of the iabp, an "autofill failure" and maintenance required code #2 (drive transducer offset failure) alarm was generated. No patient was involved.